Event description:
A home patient's relative contacted baxter's technical service center and stated there was air in the patient line after connecting. Baxter's technical service representative explained that the machine did not finish priming when the home patient's relative connected the patient line. The home patient's relative was instructed to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.